Event description:
(B)(4). I noticed an increase in weight gain. I watched what I ate and exercise yet gained (B)(6) . My legs would swell. I would have pitting edema. My ankles and feet would swell so much they would tingle and then would go numb. My joints would ache and hurt so badly it was hard to work. I had difficulty breathing. I would walk a short distance and then would have to stop to catch my breath. I would have back spasms in my right side and pain in my pelvic area. Felt like a softball was stuck in my pelvic area.